Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with 200 units of insulin during the load process multiple times over the past few weeks. The customer was able to go through the load process a second time successfully. Customer reported blood glucose level was (150-200 mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.